Event description:
A physician reported that while treating a pt "near the mouth", the collagen material leaked at the hub of the syringe, and splattered onto the pt's face. The "adg" needle disengaged from the syringe. There was no injury to the pt or the physician. No medical intervention was required.